Manufacturer narrative:
Sent to the FDA on 11/13/1998. H-8 conclusion: 74 no failure detected and product within specifications. Knot pull testing was performed on ten representative samples and found to met specifications.

Event description:
Customer reports that suture broke during mitral valve repair. There are no reported adverse consequences to the patient related to this event.